Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed deformations at the outer conductor helix, which are probably a result of the operation process. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that 1 day after implantation loss of capture was detected. The lead was explanted and replaced.